Event description:
A male underwent urgent repair of a vessel rupture due to palque in 2008. The patient was unstable and bleeding out. The patient had a very narrow vessel so the physician placed a zenith leg extension graft. There was no aneurysm. The rupture was approximately 2-3 cm from the bifurcation on the right side. The patient was again admitted urgently in unstable condition and bleeding out again due to more tearing from the plaque. The leg extension rode up a little into the ruptured area so the physician then went in in 2009, and placed one renu main body, one iliac leg graft, one occluder, and performed a femoral-femoral bypass. Patient is being fine at this time.

Manufacturer narrative:
The development of the zenith device successfully completed all verification and validation activities showing the device met the design requirements and that the requirements met the needs of the user. Each device is shipped with instructions for use (IFU) listing the indications for use, contraindications, warnings, precautions, and the correct deployment procedure. Specifically, the IFU states the leg extension is indicated for use with zenith aaa graft in patients with adequate iliac/femoral access. Although it is recognized the device was used outside the indications for use, the physician was in an urgent situation and placed the graft in the best interests of the patient. Furthermore, it appears the stent graft reduced/eliminated the amount of blood loss from the dissection at the time of procedure. Based on the provided information, it appears the vessel was diseased and prone to tear (or become dissected). Although the stent may have been a small contributing factor, it may be expected in this environment that the vessel could continue to tear, as it did in this case, due to the pre-existing condition of the vessel. The device remains implanted and no images were provided to assist in this investigation. At this time, we are unable to determine the exact cause of the rupture and loss of seal. However, we have notified the appropriate individuals and we will continue to monitor for similar events.